Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Inspection of the exposed distal tip determined insufficient adhesive application within the tip well during assembly, which caused the power delivery issue during the simulated ablation and reported event. The catheter met specifications during electrical testing and irrigation flow testing. Site leadership has been notified of this event and the reported issue will continue to be trended.

Event description:
This report is to advise of a fracture noted during analysis.